Event description:
The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient underwent a skin revision surgery (specific date not reported) in order to reduce skin thickness. It was also reported that antibiotic was administered to the patient as a prophylactic.

Event description:
Per the clinic, patient was placed under general anesthesia for abutment removal due to skin overgrowth and fluid discharge from implant site. Subsequently, patient was treated with oral and topical antibiotic (date and duration not reported).